Event description:
It was reported the pump cannot be adjusted/alarm cannot be suppressed and the alarm message is permanent. There was unknown patient involvement.

Manufacturer narrative:
UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be worn, and a broken battery door. The event history log shows "high pressure" and "power loss while pumps was on" alarm messages. The reported problem was verified. The most probable cause is the dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.